Manufacturer narrative:
Recall number: 1627487-0726-2012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was without stimulation and was unable to establish communication between her ipg and external devices. Subsequently, surgical intervention was undertaken on (B)(6) 2016 at which the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information revealed prior to the surgical procedure, the patient failed to recharge to recharge the ipg as recommended.

Event description:
Follow-up information revealed the patient reported effective therapy following the procedure. The reported issue is now resolved.